Event description:
Additional information was received that the cause of the cardiac tamponade was due to the guide wire which was a amplatz super stiff wire. No additional information has been reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).